Manufacturer narrative:
Device is combination product.

Event description:
(B)(6) clinical study. It was reported unstable angina (stent stenosis) occurred. (B)(6) 2018, the subject was referred for cardiac catheterization and index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery extending up to mid lad with 95% stenosis and was 45mm long, with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilatation and placement of two study stents (3.00 x 24mm and 3.50 x 24mm). Following post-dilatation, the residual stenosis was 0%. Six days later, the subject was discharged on aspirin and other anti platelet medication. In (B)(6) 2019, the subject was diagnosed with unstable angina (stent stenosis) and was hospitalized for further evaluation on the same day. The event was not treated medically. Three days later, the event was considered resolved and the subject was discharged.